Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the device broke when cleaning. The device was completely disengage and fell into the patient cavity. The broken piece was retrieved using a laparoscopic graspers. There was no patient injury.